Event description:
It was reported that this patient presented to the emergency room after receiving one shock per day for several days. The patient reported during the most recent shock, the patient was laying on their stomach in bed, scratching themselves. Upon device interrogation, it was found that these shocks were inappropriate as a result of oversensing noise signals. Additionally, in vectors primary and secondary, low amplitude was noted, but device feature, smart pass was still enabled. Technical services (ts) was consulted and provided troubleshooting and programming options. Isometrics and pocket manipulation were performed and able to reproduce noise with arm movements. Ts recommended obtaining a chest x-ray for further review. The boston scientific representative was working with the physician. At this time, the device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Visual examination revealed a crack in the polycin vorite of the sense b notch that progressed into the lead insulation. Laboratory testing was unable to reproduce the reported inappropriate shock, noisy signals, over-sensing and low amplitude or poor morphology allegations based on normal electrode resistance measurements, a electrical performance test and x-ray that showed no conductor issues. Based on the analysis results, the crack in the polycin vorite of the sense b notch that progressed into the lead insulation has been deemed a design issue.

Event description:
It was reported that this patient presented to the emergency room after receiving one shock per day for several days. The patient reported during the most recent shock, the patient was laying on their stomach in bed, scratching themselves. Upon device interrogation, it was found that these shocks were inappropriate as a result of oversensing noise signals. Additionally, in vectors primary and secondary, low amplitude was noted, but device feature, smart pass was still enabled. Technical services (ts) was consulted and provided troubleshooting and programming options. Isometrics and pocket manipulation were performed and able to reproduce noise with arm movements. Ts recommended obtaining a chest x-ray for further review. The boston scientific representative was working with the physician. At this time, the device system remains in-service. No adverse patient effects were reported. Additional information was received that this electrode has been explanted and replaced due to undergoing a therapy upgrade procedure. No adverse patient effects were reported.